Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to muscle stimulation.

Manufacturer narrative:
On (B)(6) 2018: we received a device analysis. Unsure if the whole lead was removed or if it's only for part of the lead. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuts in the insulation. It is reasonable to assume that these damages resulted from the explant procedure. Blood penetrated the lead in the cut areas. In addition, abrasion marks were observed along the lead body. However, the insulation was intact in these regions. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.